Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic - transcervical surgical procedure, when the customer opened the tip of a vessel sealer extend instrument, the metal firings came out. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: there are no images for isi to provide. Patient demographic information was not provided. Isi did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was placed on the in-house system and the blade failed to retract during initialization causing the instrument to fail self-test. Additional observation: fa found the primary failure of grip torsion spring dislodged to be related to the customer reported complaint. The grip torsion spring was found to be loose/dislodged. As a result, the grips could not close fully during self-test, causing the blade to get exposed. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 5 mm outside of the blade garage. There was no bio debris found at the instrument tip.